Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under (B)(4). Additionally, this was reported on the summary report dated (B)(6), 2014 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, vaginal scarring, emotional distress and product problem. It was also reported that the plaintiff experienced cystocele, urge and stress urinary incontinence, bleeding, and vaginal spotting. The plaintiff underwent excision of suture granuloma from vagina. The mesh was fully explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #'s: 2183959-2014-38171, 2183959-2014-37871, and 2183959-2014-36760.